Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, oversensing and inappropriate electric shock. At this time, this product remains in service and no additional adverse patient effects were reported.